Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
The dealer feedback: allegedly during surgery, the liner (no. (B)(4)/lot 1605129) can't be inserted into the knee. After exchanging the same type, the liner can be inserted into the knee at once. Surgery time extended 40 minutes. Notes: in 2016 we received 4 items which had similar problems. (B)(4).